Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #(B)(6)); sigtrsb60amt, sigtrsb60amt 60 mm med thk reinforced rel, (lot #n4g1937y); sigtrsb60amt, sigtrsb60amt 60 mm med thk reinforced rel, (lot #n4g1937y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure involving the signia adapter, there were multiple malfunctions related to the firing mechanism. Specifically, the reload was partially fired and stopped 3/4 of the way through on two occasions. The surgeon encountered firing issues with the adapter, which led to partial firing of the reload. To resolve the issue, the surgeon replaced the reloads and was able to complete the firings successfully. There were no patient injury.